Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Eight days after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, routes, frequencies, and durations not reported) for the peritonitis. The patient was discharged from the hospital after three days. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information is not available at this time.